Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch basic meter was prompting a blood reading as control message. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter was prompting a blood reading as control for about one month. The patient reported feeling sweaty after the alleged issue began. The patient denied receiving medical attention or taking action following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved, and the patient alleged that he felt sweaty, which suggests hypoglycemia, after being unable to test.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If the meter is returned, lifescan will evaluate it and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.